Manufacturer narrative:
Result code: fowler was drifting down with weight due to a faulty fowler clutch.

Event description:
It was reported by service report that the fowler drifts down under weight. It is unknown if there was pt involvement. However, no adverse consequences were reported.